Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility a component of the device was identified as broken off. No patient involvement or procedural delays were associated with the event as the event occurred during the evaluation process.

Manufacturer narrative:
During the device evaluation, a part of the revision pin/spine tracker interface was found to be broken. The revision pins are single use products, they have to be sterilized before use and they should be discarded after surgery. Based on the age of the device (11+ years) the revision pin was most likely used more than one time, which has most likely led to the reported event.

Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility a component of the device was identified as broken off. No patient involvement or procedural delays were associated with the event as the event occurred during the evaluation process.